Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation result. Evaluation summary: this is caused by environmental factors that prevent proper cleaning of the lens surface, resulting in blurring of the image.

Manufacturer narrative:
Import for export. International medical device regulators forum (imdrf) adverse event reporting. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 03-jun-2021 that occurred in (B)(6). The information provided indicated an "unresolvable blurry image reported to biomed." Involving pentax medical video colonoscope model ec38-i10nl, serial number (B)(4). No additional information was received with the complaint. The investigation is in-process. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.